Event description:
Boston scientific received information that this right atrial lead displayed a substantial increase in impedance, an increase in pacing threshold and a decrease in sensing. It was also reported that there was pocket stimulation. The patient was seen in clinic where no noise was able to be produced, however, there was a stored electrogram with 15 seconds of noise.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 14.5 cm distal to the is-1 connector pin. Two fragments of together 46.5 cm length were received for analysis. A medial fragment of 6.5 cm was not returned for analysis. The visual inspection showed abrasion marks along the lead body of the returned fragments. Furthermore approximately 30 cm proximal to the lead tip the lead body was squeezed and deformed. The insulation was damaged in this region and the outer conductor coil was fractured. This damage can be considered the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation and deformations of the inner conductor coil, were observed which resulted most likely from the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.